Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had heard that other patient¿s had been going into the doctor because they had been passing out. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.